Event description:
It was reported that the patient had syncope within the last week, was sent to the hospital and had her device checked. Caller stated they were told that the device was functioning normally. The device was programmed 60/130 and caller wanted to know reasons the patient's heart rate may have been lower than the lower rate (rate was 52 before the hospital device check). Caller also inquired if patient being dehydrated and having electrolyte imbalance could have contributed. Caller was referred to the physician, patient heart rate has been around 60 since and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.